Event description:
It was reported that a flogard infusion pump that alarmed failure code 38. It is unknown at which process step that this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition f38 was confirmed during on-site evaluation. The force sensing resistors were found to be damaged and were replaced to resolve the reported condition. If additional relevant information becomes available a follow-up MDR will be submitted.